Event description:
Device 1 of 2. Reference MFR report: 1627487-2013-06719. The patient was implanted with two leads from the same lot number. It was reported the patient complained of swelling at the implant surgical incision sites. Consequently, the patient went to the emergency room and she was prescribed oral antibiotics due to the possibility of a slight infection. Follow-up on identified the patient is still taking antibiotics and the swelling has gone down.

Manufacturer narrative:
Method - the device history and sterilization records were reviewed. Results - the device history and sterilization records reviewed were found to meet specifications and no anomalies related to this event were found. Conclusion - the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.